Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty loading the cartridge onto the pump. Additionally, it was reported that the insulin gauge was inaccurate. There was no reported impact to customer's blood glucose. The customer declined troubleshooting with tandem technical support, and declined to provide further information.